Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. Reportedly, the smart device operating system was not a supported system. No additional patient or event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.